Manufacturer narrative:
(B)(4).

Event description:
It was reported by the rn that the intra-aortic balloon (iab) had some condensation build up in the line and they have now started getting helium loss alarms. The condensation was noted to be clear (no blood noted). The clinical support specialist (css) walked the rn through performing a manual purge. The rn placed the pump in off and disconnected the helium drive line at the quick connect and manually drained the condensation. Pumping was resumed. This did not completely resolve the condensation issue. As a result, the helium tank and the intra-aortic balloon pump (iabp) was exchanged with no change in alarms therefore the patient was sent to the cath lab for iab removal. The patient was stable and the catheter was not reinserted. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
Qn#(B)(4). Related complaint MDR #3010532612-2018-00117 and tc #(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of iab leak suspected is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed. No further action required at this time.

Event description:
It was reported by the rn that the intra-aortic balloon (iab) had some condensation build up in the line and they have now started getting helium loss alarms. The condensation was noted to be clear (no blood noted). The clinical support specialist (css) walked the rn through performing a manual purge. The rn placed the pump in off and disconnected the helium drive line at the quick connect and manually drained the condensation. Pumping was resumed. This did not completely resolve the condensation issue. As a result, the helium tank and the intra-aortic balloon pump (iabp) was exchanged with no change in alarms therefore the patient was sent to the cath lab for iab removal. The patient was stable and the catheter was not reinserted. There was no report of patient complication or serious injury and death.

Event description:
It was reported by the rn that the intra-aortic balloon (iab) had some condensation build up in the line and they have now started getting helium loss alarms. The condensation was noted to be clear (no blood noted). The clinical support specialist (css) walked the rn through performing a manual purge. The rn placed the pump in off and disconnected the helium drive line at the quick connect and manually drained the condensation. Pumping was resumed. This did not completely resolve the condensation issue. As a result, the helium tank and the intra-aortic balloon pump (iabp) was exchanged with no change in alarms therefore the patient was sent to the cath lab for iab removal. The patient was stable and the catheter was not reinserted. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of iab leak suspected is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed. No further action required at this time.